Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2009. At the beginning of the procedure, there was no response from the disposable handpiece then activating. The device was replace and the case was successfully completed with no adverse pt consequences.

Manufacturer narrative:
(B)(4). (B)(4). Blade will not rotate: prior to first use. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.